Manufacturer narrative:
(B)(4). It was reported that a female patient underwent a pulmonary vein isolation procedure for atrial fibrillation with a smart touch bidirectional catheter and suffered a peri-interventional thromboembolic transient ischemic attack (tia). It was reported that at the end of the procedure the physician saw charring at the tip of the catheter. An update was received stating that the patient also suffered an atrio-esophageal fistula and expired. The device was evaluated and sd card was defective. Defective part was replaced. Issue was resolved. The device was also subjected to a preventative maintenance, safety and functional testing and all tests passed. Failure of sd card does not contribute to patient expired and charring. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Event description continuation: patient experienced transient confusion. Neurological examination was performed and although she could still give her name, she was unable to give her age or the month. Patient was unable to name objects correctly and there was some evidence of left-sided hemianopsia (decreased vision in half the visual field). Patient was otherwise neurologically unremarkable and transient abnormal findings returned to normal during the examination. Diagnosis of peri-interventional tia was made. Subsequent computed tomography (CT) scan was normal. Cranial magnetic resonance imaging (MRI) on (B)(6) 2016 (2 days post-procedure) showed several fresh cerebral ischemic areas in various regions, as seen with thromboembolisms. Neurological findings were normal. At that time the patient fully recovered with no residual effects. No medical or surgical intervention was necessary. The patient required extended hospitalization. There were no equipment issues during the procedure. Biosense webster pump and generator performed as expected. The generator was set on temperature control mode. The patient did receive anticoagulant (heparin) during the procedure. The acts reported were between 319-362 seconds. A transseptal puncture was performed using a terumo 8 french. Sheath used was a st. Jude medical sl1 long 8.5 french. The physician did not provide a causality opinion. However, the physician considered char to be excessive and a potential risk to the patient. An acute episode of temporary (<24 hours) and focal loss of cerebral function of vascular (occlusive) origin as determined by the consulting neurologist is to be considered serious and MDR reportable. An update was received on (B)(4) 2016 stating that the patient suffered an atrio-esophageal fistula which was confirmed by a gastroscopy. The patient required surgical closure of the left atrium. However, the patient expired on (B)(6) 2016.

Event description:
This adverse event was already reported under the ablation catheter (3500a report # 9673241-2016-00069/ manufacturer reference # (B)(4)) on (B)(4) 2016. An update was received on (B)(6) 2016 stating that the patient suffered an atrio-esophageal fistula and expired. In order to ensure administrative consistency and completeness since the update stated that the patient suffered an atrio-esophageal fistula, we have created a complaint for this generator under manufacturer reference # (B)(4) and are submitting a separate report for the generator. The awareness date for this generator report is (B)(4) 2016. It was reported that a female patient underwent a pulmonary vein isolation procedure for atrial fibrillation with a smart touch bidirectional catheter and suffered a peri-interventional thromboembolic transient ischemic attack (tia) . Preoperatively, trans-esophageal echocardiogram revealed normal findings with no left atrial appendage thrombi. After successful completion of the procedure, cardioversion was performed to restore normal sinus rhythm. Upon removal of ablation catheter, the physician noticed char (thermal coagulation) on the distal electrode. The patient was slow to regain consciousness in the first 5-10 minutes after end of sedation. Narcan (opioid antagonist) and flumenazil (benzodiazepine antagonist) were administered to reverse effects of the anesthesia. The patient fully regained consciousness, was able to state her name and address, and was able to move all extremities. Babinski sign negative (normal) on both sides.